Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that a patient died while using the device and they wanted the device evaluated. It was reported that only spo2 was being monitored. It was also reported that the hospital staff believes only the display power button was turned on and not the wpu/cart. If this were the case, the device's display would be blank and the patient vital signs would not been seen by the clinician. Additional information is pending at this time.

Manufacturer narrative:
It was initially reported that a critical patient died while the device was in use for patient monitoring. It was later clarified that the patient was in the MRI, but the hospital was not using the invivo device when the incident occurred. The patient reportedly did not expire in the MRI, but it was reported that the patient coded in the MRI and the patient was resuscitated. The patient expired 2 days later. The hospital was not using the invivo device when the code in the MRI occurred and the patient was not connected to the invivo device when she expired. It was reported that the invivo device was not in use in the MRI because hospital care providers ordering MRI examinations for critical patients did not know the device or monitoring was available. The hospital standard was to remove any monitoring before the patient entered the MRI and then patient monitoring was reestablished when the MRI was finished. This would indicate that patients were not monitored while the MRI examinations took place. The customer did not report that the invivo device was malfunctioning or had malfunctioned. As a result, we are not considering that the invivo device caused or contributed to the reported event since it was available and functioning, but it was not put into use by the hospital. The device remains at the customer site.